Manufacturer narrative:
(B)(4). .additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient experienced fainting and had an increased pain. Pain was located from waist down and it was believed to be procedure related. The patient underwent an explant procedure of the leads. The patient was doing well postoperatively.